Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a cardioversion for an atrial fibrillation arrhythmia, pacing inhibition with approximately seven to eight seconds of asystole ensued. The boston scientific sales representative noted that the pacemaker recovered and was currently working appropriately. The patient reported feeling better post cardioversion. No adverse patient effects were reported.